Manufacturer narrative:
In response to FDA report number: mw5095897. The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule.

Event description:
Patient reported via regulatory agency left side "developed a mass under the rash like a tumor and also like a knot", "inflammation in body", and "rash on face/migrated to rest of their body bilaterally/also on both breasts." Patient also reported via regulatory agency "developed food allergy", "no periods in 9 years", "brain fog", "horrible anxiety", "no energy", "did not want to do anything", and "had a rare form of cancer called target"; these are not device related. Device has been explanted.